Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus contacted the user and got the information that following microbes were detected from the sample collected from the subject device as a result of microbiological testing by the user facility. [First time; (B)(6) 2020] mixed bacteria (1-10 cfu). [Second time; (B)(6) 2020] pseudomonas (>100 cfu). [Third time; (B)(6) 2020] pseudomonas and escherichia coli (10-100 cfu). [Forth time; (B)(6) 2021] pseudomonas (10-100 cfu), klebsiella (10-100 cfu). As a result of the additional (fifth time) test performed following the above tests by the user facility, no microbe was detected from the sample collected from the subject device. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope3 gallay, using peracetic acid. There was no report of infection associated with this report.